Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received missing reservoir tube o-ring, fading serial number label, keypad overlay texture damage, cracked select button keypad overlay and minor scratches on lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. Customer stated the reservoir compartment top lid dropped off and the o-ring also came off. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.